Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of a heavily scarred right common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use, the access ports were used with counter-traction with an assertive pull to remove the device from the pt's anatomy. The customer also reported the sheath split in a spiral fashion which was irregular. The clip from the starclose se device achieved hemostasis. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the locator wings were initially bent during thumb advancer deployment due to tissue compaction that exerted a distal force on the wings. The bent wings prevented them from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal. The device was successfully removed via utilizing the access ports, but counter-traction and assertive pull would detach the wings from the distal retaining ring as observed. Based on the investigation findings, the probable root cause for the damaged locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually break them during removal. The sheath was completely slit during thumb advancer deployment, but was slightly shredded due to tight tissue tract. This is consistent with the reported heavily scarred artery. The fully engaged plunger was consistent with post-procedure manipulation. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.